Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 3.00 x 48 mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent struts in the distal region of the stent were noted to be lifted and pulled distally. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2021 it was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 80% stenosed, eccentric, restenosed target lesion was located in the right coronary artery. After a non-boston scientific guide catheter and guide wire crossed the lesion, pre-dilatation was performed. A 3.00 x 48 synergy drug-euting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed stent damaged.